Event description:
During testing and repair at the independent repair center, the irc5po2 concentrator power switch has no alarm. This was due to the alarm not functioning which led to the malfunction.